Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow-up report will be submitted after investigation

Event description:
As reported, on all three devices used, it was not possible to insert the bypass tube through the hemostatic. It was not possible to connect the device into the sheath. Devices got damaged through the connection. Although under massive manipulation, the first two devices could be inserted and connected to the sheath but due to the kink in the system the device didn't get deployed. After each device a new sheath was used. The sheath was replaced three times. After that the operator decided not to continue with the device because of the risk for vessel damage due to several sheath exchanges. For successful closure, manual pressure for 30 minutes was applied followed by pressure bandage including a polystyrene-ball. Associated to: MDR 3010252479-2022-00259 MDR 3010252479-2022-00260

Manufacturer narrative:
Multiple units returned together by the account 3 mantas, 3 sheaths,3 dilators and 1 puncture locator were returned to vsi/teleflex for evaluation. Blood particulates were noted on all the units. The units were decontaminated and inspected. Two mantas were locked into the sheath and undeployed. Lever was not engaged. One other manta was not locked into the sheath and lever was not pulled. The valve was of the sheath was torn. No resistance noted when the unit was tested for advancement. The DHR was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a pci & impella procedure, an 14f ce manta was deployed for closure. Issues were encountered advancing and withdrawing the procedural sheaths due to the sheath was kinked. During deployment, the physician reported it was not possible to connect the manta delivery tube into the manta sheath hub; the devices got damaged while attempting to insert the bypass tube through the hemostatic valve of the manta sheath. The physician encountered massive pushback while attempting to advance the bypass tube into the sheath hub. The bypass tube would bounce back out while attempting to try and massively manipulate the bypass tube into the sheath. It was possible to be inserted and connected; but could not deploy due to a kink formed in the device. The IFU warns do not use if the manta delivery system becomes kinked. Additionally, indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Advance the delivery tube of the manta closure through the bypass tube and down the manta sheath until the manta delivery handle approaches the sheath hub. Make small advancements to avoid kinking the delivery tube of the manta closure. Note: if the manta delivery system becomes kinked during insertion into the sheath, remove the entire system and open a new device.